Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the report to identify root cause; therefore, the root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 that appeared on the home choice (hc) unit. This event occurred during patient use. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) explained air alarm to the registered nurse (rn). The rn also states hc is noisy and wants swap. The tsr explained swap to her. They will program new hc. There was no patient injury or medical intervention indicated at the time of the initial report.